Event description:
It was reported that bd connecta plus3 blue component damage and leaked . When tightening the central infusion faucet, the casing breaks, leading to leakage of the line and lack of drug delivery in a continuous infusion. On (B)(6) 2024 , while performing daily medical duty, a problem with the tightness of the faucets used to apply connections between IV infusion tubing was noted several times. Due to the adverse event, there were unintentional awakenings of patients who required continued continuous sedation with IV drug infusions. Due to the situation, the faucets were replaced with new ones which were again found to be leaking. It should be emphasized that these are potentially very dangerous adverse events, particularly in critically ill patients in the intensive care unit who are unstable and dependent on pharmacological support of multiple drugs administered by intravenous infusions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
E code updated to e014301 - increased level of consciousness. F code updated to f1004 - underdose. Investigation results: a device history record review was completed by our quality engineer team for provided material number 3244107 and lot number 3244107. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.